Event description:
Event description guidant received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) passed out at home. The patient was then hospitalized and device interrrogation revealed the device's battery had depleted. The patient was concerned that the battery depleted rapidly and was unable to provide pacing. The patient was implanted with a temporary pacemaker. Soon after, the device was explanted and a new crt-d was implanted. The explanted device was returned for analysis.